Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the customer provided images show several sections of an anchor inserter. The images show various amounts of apparent biological debris attached to the inserter. A visual inspection was performed and three inserters were returned without screws. The tines were found deformed for two of the tines. All three tines showed biological debris consistent with post-surgical use. No rust was found. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during shoulder rotator cuff repair surgery using twinfix ultra, the inserter matched with the anchor was found rust. It is unknown how was the procedure completed and if the device was used in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.